Manufacturer narrative:
H6: physio-control replaced the device's system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had an issue getting a blood pressure reading. When they powered the device off and back on, it got stuck on the test screen for several minutes. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had an issue getting a blood pressure reading. When they powered the device off and back on, it got stuck on the test screen for several minutes. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of any adverse effects to the patient as result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.